Event description:
It was reported that a spectrum pump was alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed through review of the event history log, but could not be reproduced. Physical inspection found severe motor mount screws, which is a known cause of the reported symptom. The motor assembly was replaced.